Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and instructed them to call back after work with their charger. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.